Event description:
Per the clinic, testing done in the or post-operatively after the site was sutured closed, indicated open circuits on all but 5 electrodes resulting in the decision to explant the device. The device was explanted (B)(6) 2014 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report filed (B)(6) 2014.

Manufacturer narrative:
(B)(4). The device is currently unavailable.